Event description:
The customer contacted product support and reported they cannot turn off the unit. Product support instructed customer to disconnect all power to the unit, and hold down the on/off button for 5 seconds. He was able to power down the unit. Touchscreen is operating fine while in patient mode, but is unable to get into service mode. While trying, he was able to see the service mode screen for a split second, then the unit shuts down. Recommended user interface board replacement. The customer reported that the unit was not in use on a patient. The biomed engineer reported that he replaced the user interface board to address the reported issue. He was then able to turn the unit on and off like normal. The unit tested without issue and returned to service. Based on information provided and/or service performed, the customer¿s alleged malfunction was confirmed, or failed to meet specifications. The device was not being used for treatment when the reported event occurred. The cause of the reported issue is user interface board failure.